Event description:
Additional information received reported aneurysm baseline charactistics: side (hemisphere): left, location (vessel): posterior communicating artery, location of aneurysm in vessel: sidewall, aneurysm morphology: saccular, maximum aneurysm diameter: 4.4mm, aneurysm dome height: 3.4mm, aneurysm dome width: 3mm, aneurysm neck size: 4.4mm, parent artery diameter distal to aneurysm: 3.3mm, parent artery diameter proximal to aneurysm: 4.2mm.significant stais at the end of the procedure. Complete neck coverage at the end of the procedure. Raymond and roy occlusion was class 3 at the end of the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that a second pipeline was implanted at the index procedure due a large aneurysm neck. There were no reported device malfunction or impacts to the patient. Additional information received noted the site reported when the pipeline vantage 4 x 16 stent was deployed, the pipeline stent retracted upstream from the aneurysm so a second pipeline was delivered and deployed satisfactorily for coverage.

Manufacturer narrative:
A2. Only the year of the patient's birthdate was reported by the site, therefore, only the year (1951) of the patient's reported birthdate is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.